Event description:
The patient was undergoing treatment for a left vertebral angiogram shows a large left vertebrobasilar tip aneurysm with a wide neck measuring 9 x 10 x 8 mm. After being brought to the operating room, patient's right groin was prepped and a 6-french sheath was introduced into the right femoral artery. The left pca was selectively catheterized and an enterprise 22 stent was placed across the neck of the aneurysm. Penumbra coils were placed until a raymond ii occlusion was achieved. The last coil of the embolization detached prematurely inside of the catheter. The coil was aspirated through at the microcatheter and there were no clinical consequences. The coil was able to be fully retrieved without any significant changes to the patient. The most important complication was the presence of a groin hematoma that required manual compression after failure of the sticky mynx. This hematoma had no hemodynamic significance.

Manufacturer narrative:
The product did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.